Event description:
It was reported that during the process of emptying waste collection devices, the docking station began sparking and smoking. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. The service technician confirmed thermal damage to the power plug module and discovered a power prong was missing. Additionally, the rover's detachable power cord was missing and therefore not available for evaluation. The power plug module and power cord were replaced, and the rover was returned to use.